Event description:
The user reported that the device was not alarming and that the case was broken. There was no reported patient impact.

Manufacturer narrative:
(B)(4). While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when the user is unaware that sound is not audible, and no staff member is continuously monitoring the display, serious injury and/or death can occur. The device was returned for bench evaluation and the reported problem was confirmed. It was found that a wire had broken off of the speaker and the wire was re-soldered onto the speaker to fix the problem. Functional, accuracy, electronic and safety testing was performed and all testing passed. The device was returned to the user facility. We are not considering this to be a malfunction of the device since the problem was caused by physical damage of the device by the user (device was dropped). This caused the wire to become broken off of the speaker. There was no death or serious injury reported as a result of this problem and product history evaluation does not indicate that this is an increasing or systemic issue. No further action or investigation is warranted.